Event description:
Spouse of home pt (hp) reports hp was connected to homechoice device during prime, after receiving "reload set 163" alarm. Wife reports hp reset up with new supplies to complete treatment as instructed by osr. No pt injury or medical intervention required per spouse of hp.